Event description:
The customer reported via phone call that he had an adverse event with a high blood glucose level and went into the hospital on (B)(6) 2015. He had a headache for over a week. Customer admitted he was not wearing the insulin pump all morning before he was admitted to the hospital. He stated that the episode was not insulin pump related. Customer's blood glucose level was over 600 mg/dl. The customer had a mini stroke. He was in the hospital for five days. The device was not returned.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.